Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 230 mg/dl and insulin injections were delivered to address the bg level. The customer changed the infusion set and cartridge. Insulin delivery was resumed.